Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 300-350 (mg/dl) for a few days. Customer administered correction boluses with the pump and changed some pump settings to treat bg levels; however, customer did not specify which settings had been changed. Review of the pump logs by tandem technical support indicated that pump was performing as intended. Customer indicated that they will contact health care provider to discuss diabetes management.